Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that an rt266 infant ventilator circuit (0.3 to 4 l/min) dual heated with mr290 autofeed chamber failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name corrected. Section d2a: common device name corrected. Section g3: date corrected. Section h11: method: the limb assembly and dry line of the rt266 infant ventilator circuit dual heated with mr290 autofeed chamber was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. The mr290v autofeed chamber was not returned. Results: visual inspection found no physical damage to the breathing circuit. Leak testing confirmed a leak located on the swivel of the circuit. Further inspection identified a defect on the duckbill slit, which was determined to be the source of the leak. Conclusion: the reported leak was confirmed and was due to a defect on the duckbill slit on the swivel of the circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The duckbill is visually inspected for defects by squeezing the duck bill to open the hole and ensure a straight through slit during production. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant ventilator circuit (0.3 to 4 l/min) dual heated with mr290 autofeed chamber failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The subject rt266 infant ventilator circuit (0.3 to 4 l/min) dual heated with mr290 autofeed chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Corrections: section d4: UDI details updated. Section g3: date corrected. Section h11: method: the limb assembly and dry line of the rt266 infant ventilator circuit dual heated with mr290 autofeed chamber was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. The mr290v autofeed chamber was not returned. Results: visual inspection found no physical damage to the breathing circuit. Leak testing confirmed a leak located on the swivel of the circuit. Further inspection identified a defect on the duckbill slit, which was determined to be the source of the leak. Conclusion: the reported leak was confirmed, and was due to a defect on the duckbill slit on the swivel of the circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The duckbill is visually inspected for defects by squeezing the duck bill to open the hole and ensure a straight through slit during production. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that an rt266 infant ventilator circuit (0.3 to 4 l/min) dual heated with mr290 autofeed chamber failed the ventilator leak test prior to patient use. There was no patient involvement.